Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a thrombotic occlusion of the left superficial femoral artery using two gore® viabahn® endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, angiography confirmed a thrombotic occlusion of the endoprostheses. The occlusion occurred from the proximal area of the endoprostheses, and distal flow was almost non existent. On the same day, thrombus aspiration and plain old balloon plasty (poba) were performed, and thrombolytic agent was then administered all night to repair the thrombotic occlusion. On (B)(6) 2017, angiography identified a small amount of thrombus remained. No further intervention was performed. The patient tolerated the procedure.